Event description:
The customer reported that, while the unit was in use on a patient, the unit began to display "system failure", with a constant beep tone, and shut down. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that a defective motor controller board tripped a fuse in the power supply. The company representative replaced the motor controller board and the fuse in the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.